Manufacturer narrative:
Evaluation summary post market vigilance (pmv) led an evaluation of one device. Device cut properly without difficulty, but jaws did not close completely. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Analysis concluded there were no assembly component related failures. Replication of the reported condition may occur when the device is leveraged in a twisting motion during cutting or when an excessive force is exerted on the tip of the blade compromising the blades conformation. The root cause of the observed damage was misuse of the product which would have caused or contributed to the reported incident. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the jaw itself would not close. There was no patient involvement.